Event description:
The event is reported as: the blade cut the pt's skin. The cut was superficial and did not require any stitches.

Manufacturer narrative:
No device sample is available for investigation. No lot # available. Claim cannot be confirmed.